Event description:
A tandem mobi cartridge alarm was reported by the customer, who experienced the issue during the load process every time the infusion set was changed, although not with the cartridge itself. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl (27.7 mmol/l). Technical support confirmed the cartridge alarms with consecutive cartridges and advised the customer to use a backup insulin pump while the issue is resolved. A replacement pump with updated software was mailed to the customer, who was instructed to put the faulty pump into storage mode before returning it to tandem via ups. The customer acknowledged all instructions and expressed understanding of the required actions upon receiving the replacement pump.